Event description:
Report received indicated the patient experienced a red rash with dry flaky skin, but no drainage on skin under the tape border. Patient states rash seems to be worse, so will be sending wafer without tape border to try. The patient experienced the condition during an unknown period prior to complaint receipt. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.